Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure; however, factors that may contribute to activation failures include but are not limited to damage to the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x15mm xience sierra stent was unable to be deployed. There were no adverse patient effects. No additional information was provided.